Event description:
Reporter indicated that a vns patient's generator's battery was dead and the patient was actively seizing. The patient went for generator revision surgery and the generator was found to not be at end of service and diagnostic test results were within normal limits. Follow up with the treating medical professional's office revealed that the patient's seizure increase was below pre-vns baseline, but it may have been the reason the patient was referred for surgery. The explanted generator has been received and is awaiting analysis. Good faith attempts for additional information have been unsuccessful to date.